Manufacturer narrative:
Device was used for treatment, not diagnosis. A service and repair evaluation was performed for the subject device. The customer reported the tip of the device broke off. The repair technician reported the coupling piece detached from the handle. Loose component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. A product development investigation was performed for the subject device. The returned inline handle with quick release and sport grip (03.809.930, supplier lot# 019828, synthes lot# 6133583) is included in the oracle spacer system, and is used as a handle for oracle trial spacers. The returned handle was received with the quick connect coupling (03_809_930_10) unthreaded from the silicone molded handle (03_809_930_6), which confirmed the complaint condition. The quick connect and the impaction cap (03_809_930_3) had the letter ¿e¿ etched on them, indicating that the handle was part of an evaluation set. As part of this investigation a visual inspection, drawing review, and root cause analysis were performed. The returned inline handle with quick release and sport grip (03.809.930, supplier lot# 019828, synthes lot# 6133583) was manufactured on 28apr2009 and drawing 03_809_930 (rev c) was reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. During the investigation no unidentified product design issues or discrepancies were observed that may have contributed to the complaint condition. According to the inline handle drawing (03_809_930) the quick connect coupling (03_809_930_10) and silicone molded handle (03_809_930_6) are threaded together during assembly and secured using loctite m-121 or equivalent adhesive. Remnants of what appeared to be adhesive were noticed on the distal threading of the silicone molded handle intended to mate with the corresponding female threading of the quick connect coupling. It is possible that the adhesive used to secure the threaded connection became weak over time and the two threaded parts were taken apart during sterilization. It is most likely that the thermal cycling which occurs during sterilization reduced the adhesive¿s ability to secure the threaded regions of the returned handle and eventually led to the complaint condition. Corrected data: device available for evaluation? If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: date of event is unknown. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. No service history review can be performed as part number 03.809.930 with lot number(s) 019828/6133583 is a lot/batch controlled item. The manufacture date of this item is april 28, 2009. The source of the manufacture date is the release to warehouse date. The service history review is unconfirmed. Part number: 03.809.930, synthes lot number: 6133583, supplier lot number: 019828, release to warehouse date: april 28, 2009. Mfg. Site: (B)(4). Supplier: (B)(4). White medical products. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair documented that the tip of an inline handle with quick release and sport grip was found broken. The tip should not come off. The issue was identified during service & repair activities of the evaluation set. There were no issues reported by the customer. This is report number 1 of 1 for (B)(4).